Event description:
It was reported that during a device interrogation the pacemaker showed two and a half years battery life remaining. It was noted that during the previous visit one and a half years earlier the device showed nine and a half years battery life remaining. Since the device settings had not been changed and the patient was not in atrial tachycardia or atrial fibrillation (af) along with the output remaining fixed, premature battery depletion was suspected. Engineering analysis was done to analyze the data stored within the pacemaker's memory which found that the power consumption was increasing and would be expected to increase. Replacement was recommended due to suspected premature depletion. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a device interrogation the pacemaker showed two and a half years battery life remaining. It was noted that during the previous visit one and a half years earlier the device showed nine and a half years battery life remaining. Since the device settings had not been changed and the patient was not in atrial tachycardia or atrial fibrillation (af) along with the output remaining fixed, premature battery depletion was suspected. Engineering analysis was done to analyze the data stored within the pacemaker's memory which found that the power consumption was increasing and would be expected to increase. Replacement was recommended due to suspected premature depletion. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that during a device interrogation the pacemaker showed two and a half years battery life remaining. It was noted that during the previous visit one and a half years earlier the device showed nine and a half years battery life remaining. Since the device settings had not been changed and the patient was not in atrial tachycardia or atrial fibrillation (af) along with the output remaining fixed, premature battery depletion was suspected. Engineering analysis was done to analyze the data stored within the pacemaker's memory which found that the power consumption was increasing and would be expected to increase. Replacement was recommended by boston scientific technical services (ts) due to suspected premature depletion. At this time the pacemaker remains in service and no adverse patient effects were reported.